Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer reported to technical support engineer (tse) that repeated recoverable error 32100 pointing to universal surgical manipulator (usm4) was observed. The customer restarted the system twice; however, the issue persisted. Tse guided the customer to restart the system including emergency power off and breakers; however, the issue persisted. The procedure was completed as a three-arm procedure with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set-up joint (suj4). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the suj4. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The set-up joint (suj4) was returned for analysis and worked as expected when installed on an in-house system. The error was confirmed as happening in the field logs indicating the axis controller setup joint (acj) board reported a voltage monitoring fault pointing to the z axis (vertical). The complaint was confirmed based on the field evaluation. The probable root cause is due to a voltage issue with the acj board in the suj and the proximal cable. This issue can be resolved by contacting isi and having the fse replace the suj.

Event description:
Refer to h11 for follow-up information.